Manufacturer narrative:
Based on the current information provided, the cause of the operative complication was traced to user. Failure analysis found the primary failure of exposed component to be related to the customer reported complaint. System log review: a review of the site's system logs for the reported procedure date was performed. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Failure analysis was completed for sureform 60 blue reload part number 48360b-08 and reported the following information: intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "stapler did not lay down proper line of staples." Failure analysis found the primary failure of exposed component to be related to the customer reported complaint. For clarification, the reload was found to have the knife exposed towards the distal end within the knife track. The reload was found to have a firing failure during in-house observations, but not based on logs. Common causes of the failure mode exposed component reloads are typically attributed to the user. Example: firing across a staple line or other obstructions. Additional observations not reported by site: the reload was found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully. The reload was disassembled in-house and the cartridge appeared to be damaged near the location of the exposed component. The reload was found to have blade damage in multiple locations when the reload was disassembled in-house. The root cause of these failures is typically attributed to the user. Further analysis was conducted by engineering and reported the following: upon visual inspection, the reload was found to have been fully fired. The blade and shuttle were located at the distal end of the reload, with all pushers deployed. There was human material and staples lodged between the cartridge wall and knife. The knife blade was angling to the left and a staple was caught in between the blade the cartridge on the right, pushing into the cartridge material. Blade was removed and observed to have severe damage to the blade edge. Side view of the blade shows 3 large indentations, indicative of firing across an obstruction. The shuttle was also removed from the cartridge but showed no obvious signs of damage. The left inner cartridge was observed to have indentations towards the reload surface that were angled downwards. This area of damage seems to be caused by the blade turning to the left. Whereas the right-side inner cartridge damage is due to the lodged staple being pushed into the cartridge material by the back of the angled knife. Based on the damage to the knife blade, as well as the lodged staples found around the angled blade, it is likely that the reload was fired across a previous staple line. The staples likely pushed the knife blade to the left, catching on the cartridge material and dragging the staples to the end of the reload, where they were found upon return. Due to the large amount of human material caught on the blade, it is possible that during the firing, the knife caught a previous staple line, dragging the tissue throughout the firing. This may look like tissue pushout to the user. Failure analysis was completed for sureform 60 stapler part number 480460-09 with lot number l11221215, and reported the following information:intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The stapler initialized, clamped, fired, and unclamped without any issues on both attempts. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. No errors appeared during in-house testing. A review of master supervisory controller logs found no failures. No damage was found. There was no problem detected. This instrument was escalated for further investigation. The instrument was re-installed on an in-house system and was able to engage and initialize, clamp, fire, and unclamp successfully on multiple attempts. Motion of the stapler was smooth and intuitive. Housing was removed for visual inspection and no obvious damage was observed. Main tube was manually rotated and no abnormal friction was felt. I-beam was manually extended and retracted fully with no issues. No lodged staples were found in the jaws or when looking through the I-beam window. I-beam sleeve was intact and had no damage. Tensioning of the steering inputs was normal, and no loose snake wrist or drive cables were found. There is no problem detected for this instrument. The complaint was unable to be confirmed or reproduced. Advanced system log review for the sureform 60 stapler was performed by failure analysis engineer and reported the following information: logs show part number 480460-09, ln l13221124-0432, was installed on the system 10x and fired 10 reloads (6 blue, followed by 4 white). There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no errors in the master supervisory controller logs related to this stapler. Installs 3, and then 7-10 all had 1 pause for compression during the firing. All other firings during the procedure were completed with no pauses for compression. Specifically on install 2 with a blue reload, the first clamp was successful and firing was completed with no pauses for compression. Clinical development engineering analyzed the video and reported the following information: the first 9 minutes of the video shows the preparation of the stomach for stapling. The first stapler fire occurs at 9:03 using a sureform 60 (sf60) stapler with a blue reload and buttress material. The first stapler fire is not a full-length bite of tissue but appears to go less than half the length of the sf60 jaws. Firing completes with no pauses and unclamps at 9:20. The stapler is removed and the surgeon can be seen examining the staple line, the stapler is re-installed with a blue reload at 10:09. The surgeon then stuffs the stomach tissue into the back of the stapler jaws with the distal end of the previous staple line placed in the crotch of the stapler jaw. The stapler clamps at 11:18 and begins firing at 11:26 with pauses for compression at 49mm at 11:30 and 42mm at 11:36. When firing resumes at 11:47 the tissue begins to pushout of the stapler jaws and another pause for compression happens at 36mm, firing resumes at 11:50 and tissue can be seen getting pushed out towards the distal end of the stapler jaw until firing completes at 11:55. When the stapler unclamps at 12:04 we can see that the tissue is starting to bleed slightly and there is buttress material lodged in the knife track of the sureform blue reload, the surgeon works to free the buttress material using the cadiere forceps on usm4 and the buttress is removed at 12:22 with the stapler being removed at 12:41. The remainder of the video shows the surgeon addressing the bleeding along the staple line, which has many malformed staples along it, using a force bipolar energy instrument, a small clip applier, and finally with sutures. The video then ends before the procedure is completed. Based on this video alone we cannot definitively determine a root cause. This complaint is considered a reportable adverse event due to the following conclusion: it was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the surgeon was doing bypass and creating a pouch on second fire with stapler; there was improper line of staples and tissue push out. This caused a huge hole in the stomach. Medical intervention was required to resolve the issue.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the surgeon was doing bypass and creating a pouch on second fire with stapler; the stapler did not lay down fully formed staples. The stomach tissue was pushed out of the stapler while firing. A blue reload was used during this procedure. There were no error messages observed, only pauses for compression was seen. A buttress material was used on the first fire, no buttress material was used on the second fire. The target tissue had no calcifications, no tissue tension, no tissue bunching, and the tissue was not exposed to any radiation or chemotherapy. There was a huge hole in the stomach. The site was repaired, using a force bipolar energy instrument, a small clip applier, and finally with sutures. There was procedure delay of more than 30 minutes to address the injury. The procedure was completed robotically.

Manufacturer narrative:
On 15-mar-2023, intuitive surgical, inc. (Isi) received userfacility report # (B)(4), stating: sureform 60 robotic stapler did not properly form leaving enterotomy in stomach, fixed by surgeon. Used new stapler that worked.

Event description:
Refer to h10/h11 for follow-up information.